Manufacturer narrative:
The power management tool confirmed the unloaded voltage and loaded voltage (loaded vlith) was within spec range. The pump passed sleep current measurement, active current measurement and displacement test. Power error detected alert during self test and confirmed in history file due to intermittent non-sleep anomaly software error. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information indicated by medtronic that the insulin pump had a power error detected alarm. Customer stated that the insulin pump cleared the alarm. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.